Manufacturer narrative:
The getinge field service engineer (fse) replaced the helium regulator and high pressure transducer and performed all functional and safety tests were passed to meet factory specifications, and the iabp was returned to the customer and cleared for clinical service.

Event description:
It was reported that during a routine check, the cs100 intra-aortic balloon pump (iabp) had a helium leak. There was no patient involvement, and no adverse event reported.

Manufacturer narrative:
The getinge field service engineer (fse) reported that the pressure transducer broke during repair and no repair took place because the hospital did not accept the repair quote. The unit was not cleared for clinical use. A supplemental report will be submitted if additional information is provided.

Manufacturer narrative:
Analysis of production: (3331) the device history record review concluded that there were no ncmrs, rework, or deviations documented for the reported lot/serial number. Based on the DHR/lhr review results, it was determined that there is no relation between the manufacturing process and the reported failure. Historical data analysis: (4109) the review of the historical data indicates that no other similar complaint was reported for the same lot/serial number and reported failure mode. Trend analysis: (4110) the overall 24 month product complaint trend data for the period (B)(6) 2019 through (B)(6) 2021 was reviewed. There were no triggers identified for the review period.

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to evaluate this unit. There is no final service order report available at this time.. A supplemental report will be submitted when this information is provided to us. (B)(6).

Event description:
It was reported by the customer that the cs100 intra-aortic balloon pump (iabp) has a helium leak. It is unknown under which circumstances this event occurred. It is also unknown if there was a patient involvement. However, there was no adverse event reported.